Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. The circuit board of the subject device was broken. The scope communication error occurred since there was a temporary abnormality (chemical residue, water stain, sebum stain, dust, gauze fluff, etc.) In the electrical contact part of the video connector of the scope or the video connector socket of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the procedure with the subject device, the image of the subject device went black. Other detailed information was not provided. There was no report of patient injury associated with the event.